Event description:
Customer reported that his insulin pump is displaying bolus history anomaly. Customer stated that there is a bolus that it was delivered. Bolus that he did not programmed. He stated that it also shows on care link. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.